Event description:
Consumer reported complaint for dead meter. At the time of the call the customer reported that his feet were burning; medical attention was not needed at the time. During the call the true metrix meter did not power on when using the power button or when a test strip was inserted. The customer has been using the true metrix meter for almost a year and the battery was never changed. The customer is using the correct battery in the correct orientation for the meter.

Manufacturer narrative:
Internal report reference number: (B)(4). Adverse event report is being submitted due to symptoms related to diabetes: paresthesia (burning feet). Test strips were not returned for evaluation. Meter was returned - product evaluation in-process. Note: manufacturer contacted customer in several follow-up calls to ensure the customer's condition had improved and that the replacement products resolved the initial concern - unable to establish contact with customer at this time.

Manufacturer narrative:
Sections with additional information as of 03-mar-2022: d4: based on product returned by customer: serial number updated from (B)(6) to (B)(6). Model number updated from kit, sunmark tmx metermg/dl to kit, cvs tmx meter mg/dl. Unique identifier (UDI) # updated from (B)(4) to (B)(4). H3: was the device evaluated by the manufacturer. H6: updated FDA¿s type, findings and conclusions codes. H10: test strips were not returned for evaluation. Meter was returned for evaluation. Product testing was performed and no defect found. Most likely underlying root cause: mlc-041: dead battery.